Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a cardioversion on a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2 (common device name). The device and paddles were not returned to zoll for evaluation. The customer reported that the device had been scrapped/recycled; therefore, no further evaluation could be performed. The original external paddles were tested with an r series device with no issues observed and remain in use with newer zoll models.